Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. The rewind, load and prime steps were reportedly completed on the pump and then a loss of prime warning was emitted immediately following the prime step. The pump reportedly was not priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: multiple loss of prime 162 warnings were observed in the black box with low non zero force. The returned battery cap was used for testing. The pump was exercised for 24 hours with no issues. The force calibration passed testing. The reported loss of prime issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.